Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt of a vein. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8 x 40 x 75 mustang balloon catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 10mm proximal to the proximal edge of the proximal markerband and extending distally over the balloon material for 55mm. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt of a vein. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8 x 40 x 75 mustang balloon catheter. There were no patient complications nor injury reported.